Event description:
It was reported that during the implant attempt, the doctor tried to turn the helix out of the lead outside the patient before implanting the lead. The helix jumped out all at once after multiple turns, and the helix looked a "bit angular." The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): helix/lobe distorted/bent and the lead appeared damaged at implant; full lead returned and analyzed.